Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that they did not like the new handset ptm (personal therapy manager) system and preferred the older style ptm. The patient stated that they bolus 24 times per day, and they were seeing system errors and getting stuck on the 90% retrieving pump settings screen when trying to access their boluses. The patient stated that they noticed the issues within the last week. During the call, the agent reviewed considerations and walked the patient through the steps to clear the pds (patient data services) app data. The patient was going to monitor and call back if the issues persisted.